Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast mass. A review of the device history record has been completed. No deviations or non-conformances noted. The event of breast mass is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "brain fog", "superficial chest pain", "biopsy and lumpectomy". Healthcare professional later reported "breast mass". Capsulectomy was performed. This record is for the right side. Device was explanted.